Event description:
It was reported that the pt experienced no stimulation after being hit by lightening in her kitchen. It was noted that the pt did not fall. Further info is being requested from the hcp.